Manufacturer narrative:
1038671-2023-00654. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty and then surgically revised approximately 5 years, 10 months post implant. Revision operative report: post operative diagnosis-failed total knee arthroplasty. The patient was revised to competitor's devices. Imaging was consistent with failed left knee. The devices were removed. Patient taken to recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. There is no mention in the operative report about device loosening, prosthesis wear, or osteolysis. No additional information is available.

Manufacturer narrative:
H10. Related: MFR# 1038671-2023-00654 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitant: serial #: (B)(6), cat #: 02-012-35-0015 - logic tibia ps mod insrt sz 0 15mm. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.